Manufacturer narrative:
The insulin pump was received with deep scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump had a crack along the screen. The blood glucose reading was 165 mg/dl. Customer did not recall how the damage occurred. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.